Event description:
As reported via the (B)(4) study, a patient underwent revascularization 21 months after the index procedure. At the time of the index procedure, angiography revealed 80% stenosis of the unprotected left main artery. The stenosis was noted during previous pci. The lesion was 5mm in length and de novo. The reference vessel was 4.0mm in diameter. Pre-procedure timi flow was 2. A 3.5 x 13mm cypher stent was implanted at 22atm by direct stenting and without post-dilation. There was no residual stenosis and there was timi 3 flow post procedure. The patient was discharged the day after the index procedure. Approximately 21 months after the procedure, the patient experienced severe stenosis of the native 1st diagonal artery. The patient was treated with a taxus stent. According to the investigator, the event was not related to the study stent. Additional information was received regarding (B)(6) 2011 procedure through cec adjudication minutes. Repeat angiography on (B)(6) 2011, for a positive functional ischemia study revealed an "80% stenosis, diffuse disease," in the svg to the diagonal artery as noted in the interventional catheterization lab report. The report did not mention the condition of the target lesion, the ostial lad. Angiographic core lab analysis revealed a 48% restenosis in the ostial lad with timi 3 flow and no evidence of thrombus and the following comments: "study stent patent. Remote tvr of diagonal branch. But as per minutes, during the procedure balloon angioplasty was also performed in the study segment." The angiographic core lab additionally noted a target lesion revascularization. On (B)(6) 2011, the patient underwent successful treatment with the placement of one drug-eluting stent in the svg to the diagonal branch per provided catheterization report. The catheterization report does not mention treatment of the target lesion or treatment of the native diagonal branch.

Manufacturer narrative:
The provided catheterization event log only mentions treatment of a native diagonal branch. The patient was discharged on following day. Concomitant medications included plavix, heparin, lipitor, and metoprolol. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypress study patient suffered coronary reocclusion post index procedure. This is an (B)(6) male with medical history including pcis, most recent (B)(6) 2010, CABG 2007, hypertension and dyslipidemia. The indication for the index procedure was a positive functional exam without angina. Angiography revealed an 80% stenosis of the lmca. On (B)(6) 2010, the index procedure was done successfully implanting one cypher stent in the lmca. The core lab identified the vessel as the ostial lad and reported a 20% residual stenosis, no dissection and timi 3 flow. There were no reported complications. The patient was discharged on dual anti-platelet therapy the following day. Repeat angiography was performed in (B)(6) 2012 for a positive functional study. An 80% diffuse stenosis was noted in the svg to the diagonal branch per the cath report. The core lab noted a 48% restenosis of the ostial lad with timi 3 flow and no evidence of thrombosis. "Study stent patent. Remote tvr of diagonal branch. During procedure poba was performed in the study segment." The core lab noted target lesion revascularization. The patient was again discharged on dual anti-platelet therapy the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076241 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Coronary reocclusion is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and dyslipidemia.